Event description:
The reporter indicated that a 12.6mm vticmo13.2 implantable collamer lens of -12.0/2.0/089 (sphere/cylinder/axis) was implanted in the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was repositioned, but was not resolved. On (B)(6) 2022, the lens was exchanged for a larger length lens due to lens rotation not associated to low vault. The problem was resolved. Cause of the event is unknown. Reportedly, "two weeks after the operation, the patient found that the lens of his right eye was rotated, and the visual acuity decreased to 0.6. After consultation by the operating doctor, he decided to perform the adjustment operation. However, it was found that the lens rotated gain 3 months after the alignment operation, and the visual acuity decreased to 0.6.0. After consultation and communication with the patient, the doctor decided to customize the lens with special axial position. However, due to the long time of crystal customization and the epidemic situation, the patient underwent the right eye ticl lens replacment on augest 19."

Manufacturer narrative:
Weight, ethnicity, race:unk. Work order search found no similar complaints, claim# (B)(4) 4b low vault, claim#(B)(4)4a excessive vault. Claim# (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found haptic bent to the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
B5: corrected to: "the reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -12.0/2.0/089 (sphere/cylinder/axis) was implanted in the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022, the lens was repositioned, but was not resolved. On (B)(6) 2022, the lens was exchanged for a larger length lens due to lens rotation not associated to low vault. The problem was resolved. Cause of the event is unknown. Reportedly, "two weeks after the operation, the patient found that the lens of his right eye was rotated, and the visual acuity decreased to 0.6. After consultation by the operating doctor, he decided to perform the adjustment operation. However, it was found that the lens rotated gain 3 months after the alignment operation, and the visual acuity decreased to 0.6.0. After consultation and communication with the patient, the doctor decided to customize the lens with special axial position. However, due to the long time of crystal customization and the epidemic situation, the patient underwent the right eye ticl lens replacement on (B)(6)." Claim#: (B)(4).